Manufacturer narrative:
Lot number # 802495 and 802479. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that the packaging of three (3) vented micro-volume inlets were opened. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: three single-use samples were received for evaluation. A visual inspection was performed and noted that the packaging seal on all three samples was opened. The top seal was open for two samples, and the bottom seal was open for one sample. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.